Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed intermittent responses to button presses on all buttons. Multiple button presses are required before the all of the buttons engage. The contrast button is hard to press and requires increased force to engage. Evaluation revealed that the keypad cover is peeling/lifting below the 'ok' button, exposing the button contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that there was contamination under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.